Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. The philips service engineer (se) inspected the device. The se replaced the power management (pm) board and the ventilator passed the performance assurance test.

Event description:
It was reported that the ventilator was alarming light emitting diode (led) failed. There was no patient involvement. The event date was not specified; estimate used.